Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding a complaint that alleges false positive results when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number unknown. It was reported by the customer hat their analyzer gave two different results. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Based on the available information understood that customer had received two different results. Initially customer tested positive for flu a and covid and later tested again resulted as negative. An investigation (bhr analysis and retain sample analysis) could not be performed because a batch number was not provided. Quality did not receive samples and therefore, return sample analysis could not occur. If samples are received at a later date, the complaint may be reopened. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false positive results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that while using bd veritor ¿ sars-cov-2 & flu a+b the customer got two different results. The results were positive for flu a and covid and on repeat results were negative. The customer did not confirm with pcr test but the patient was symptomatic so they visited their physician following the different results. There was no patient treatment performed and no patient impact reported. The following information was provided by the initial reporter: customer called to report that their analyzer gave two different results. Customer did not confirm with pcr but they were symptomatic so they visited their physician following the different results. Outcome unknown. Facility is using the 256088 product kit but kit works on other devices. Customer tested positive for flu a and covid. Then tested again neg for everything. Patient was symptomatic. Followed up primary (no pcr). No there was no treatment performed. The patient came in for a test and after two attempts they were told to visit their primary care physician.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd veritor ¿ sars-cov-2 & flu a+b the customer got two different results. The results were positive for flu a and covid and on repeat results were negative. The customer did not confirm with pcr test but the patient was symptomatic so they visited their physician following the different results. There was no patient treatment performed and no patient impact reported. The following information was provided by the initial reporter: customer called to report that their analyzer gave two different results. Customer did not confirm with pcr but they were symptomatic so they visited their physician following the different results. Outcome unknown. Facility is using the 256088 product kit but kit works on other devices. Customer tested positive for flu a and covid then tested again neg for everything patient was symptomatic followed up primary (no pcr). No there was no treatment performed. The patient came in for a test and after two attempts they were told to visit their primary care physician.